Manufacturer narrative:
(B)(4). Device evaluation: a visual examination revealed that the balloon was torn/damaged. A functional evaluation with an air filled syringe found that the balloon would not inflate due to the tear in the balloon. The product pouch was not damaged. The condition of the returned unit was consistent with the complaint incident that the balloon had a hole in it. During manufacturing, stonetome devices are 100% inspected for balloon integrity and balloon inflation/functionality. Therefore, the most probable root cause is handling damage. However, it is not known if the balloon was damaged during shipping or customer unpacking/prep. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. This event has been deemed a reportable event based on the investigation results; balloon was torn/damaged.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during preparation, the balloon had a hole in it out of the package. No damage was noted to the packaging itself. The procedure was completed with another stonetome stone removal device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the balloon was torn/damaged.